Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, in an arthroscopic surgery, when it was trying to removed the other device, the arthroscopic needle st ended up locking, resulting in the breakage of the device. The pieces were removed from the patient, and the procedure was completed with a smith and nephew back up device with a delay of 40 min. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed that based on the information, all of the pieces were removed from the patient. The impact to the patient beyond that which has already reported is unknown. Therefore, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.